Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, on the first staple firing at the stomach during laparoscopic sleeve gastrectomy, the surgeon was able to press the green button and squeeze the handle, but the firing stopped after the first 15mm increment. The device would not lay staples anymore. Another reload with the same handle was used to complete the case. There was no patient injury.